Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between pd therapy utilizing the liberty select cycler and the patient¿s death. The patient¿s cause of death is unknown; however, there is no implication or objective evidence indicating a liberty select cycler product deficiency or malfunction was associated with the serious adverse event. Based on the totality of the information available, there is no allegation or objective evidence of the machine failing to perform as expected in relation to the event.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) expired the morning following their peritoneal dialysis (pd) treatment. Additional information was requested but to date has not been provided.